Event description:
Pt reported to MFR's pt service department that when passing "through a security device at post office, pt experienced uncomfortable stimulation". Pt states incident occurred 2 days ago and pt continues to feel strong stimulation. Pt had attempted to turn amplitude down with pt programmer. Effects of emi reviewed with pt. Pt had call into physician. Requests for additional info sent to hcp regarding this event have been unanswered. A supplemental medwatch report will be filed if additional info becomes available.